Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7043387, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the incision site was not healing. The patient was placed on antibiotics, but incision site did not heal. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure.